Event description:
Healthcare professional reported "exchange due to the patient's concern with the product". Later healthcare professional reported "leaking". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed one opening assessed as unidentified (tear) opening as per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿leaking¿